Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with trauma situation/motor vehicle accident. At some time post filter deployment, it was alleged that the filter struts have detached, the filter struts have perforated into the organs, and the entire filter migrated to the patient¿s heart. Furthermore, it was alleged that the filter struts are retained in the patient¿s pericardial sac around the heart and left lung. The device was removed percutaneously. The filter struts have not been removed after an attempted but unsuccessful percutaneous removal procedure. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately, four years of post deployment, the patient presented to the emergency room with pleuritic chest pain and new shortness of breath. A computed tomography (CT) scan revealed an inferior vena cava (ivc) filter fracture and migration of 2 struts. Two days later, the patient underwent removal of the filter and attempted removal of the fractured struts, which could not be removed. There was no clot in the filter. Using bronchial forceps in the" jaws of life" technique, the tip of the filter was carefully dissected free and the filter was removed. It was inspected and found to be missing the 2 arms but otherwise intact. Super selective catheterization of a greater than third order right middle lobe pulmonary artery was performed and using multiple micro-snares as well as alligator forceps, a prolonged attempt was made to remove the fragment. Twice, the fragment was successfully snared however the snare broke both times when trying to bend the filter fragment over into the sheath. Eventually, the fragment became lodged in a side branch or extravascular such that it could no longer be accessed and the prolonged attempt was abandoned. A detailed evaluation of the intracardiac fragment was performed. A dyna computed tomography (CT) was performed and fluoroscopic spot films also show the fragment to have migrated back to the left of the spine which was on the original computed tomography (CT) scan the day before. Catheterization of a cardiac vein entering the right atrium was performed and diagnostic venography filled the coronary sinus, in order to evaluate whether the fragment was intravascular. Based upon the results of these studies, the attempt was abandoned. After removal, the inferior vena cava (ivc) was normal. A right pulmonary arteriography was normal with the exception of the retained fragment which was initially intravascular and subsequently became extravascular. The cardiac fragment was not intravascular and was most likely free in the pericardium. Therefore, the investigation is confirmed for filter limb detachment. However, the investigation is inconclusive for perforation of the inferior vena cava (ivc) and filter migration. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Approximately four years post deployment, a CT scan revealed an ivc filter fracture and migration of 2 struts. Two days later, the patient underwent removal of the filter and using bronchial forceps, the tip of the filter was carefully dissected free and the filter was removed. The filter was inspected and found to be intact with 2 arms missing. Therefore, the investigation can be confirmed for limb detachment. However, the investigation is inconclusive for perforation of the ivc and filter migration. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with trauma situation/motor vehicle accident. At some time post filter deployment, it was alleged that the filter struts have detached, the filter struts have perforated into the organs, and the entire filter migrated to the patient¿s heart. Furthermore, it was alleged that the filter struts are retained in the patient¿s pericardial sac around the heart and left lung. The device was removed percutaneously. The filter struts have not been removed after an attempted but unsuccessful percutaneous removal procedure. The current status of the patient is unknown.